Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 28.4 cm diameter thoracic aortic dissection. It was reported that a post op CT was performed and there appeared to be a type iii endoleak between the proximal graft and the second graft placed. It was then reported that the physician at initial procedure chose not to post dilate because it was a dissection. The initial procedure was done totally with intravascular ultrasound and there was only a small injection of contrast proximal and distal. During the re-intervention the physician stated that the graft probably didn¿t have good opposition in the initial procedure and the endoleak was probably there and it was not seen because a full angiogram was not done. Another valiant stent graft was placed inside the 26x26x150 and the 28x24x150 and then post dilated with a reliant balloon. The endoleak reportedly resolved and the patient was doing well. It was also noted that the original grafts were in the initial landing zones with sufficient overlap. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).